Event description:
Boston scientific received information that this right atrial lead had perforated through the heart wall during implant. The physician removed the blood from the pericardium and decided to implant a single chamber device and removed the ra lead. It was also found that the patient was taking blood thinner medication prior to the implant, which lead to further complications. The lead was not available for return since the scrub technician had disposed it. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.